Event description:
This event was reported via a death certificate as patient expired due to cardiac failure (days) due to failed aortic valve replacement (weeks) due to aortic valve (native) incompetence, (years). No further information was provided.